Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were two (2) unknown screws that had broken prior to a planned revision of the posterior screws and extension of construct, anterior lumbar interbody fusion (alif) of l3/l4, l4/5 and l5/s1 on (B)(6) 2019; due to an adjacent segmental disease. One screw had broken half way down the shank while the other screw was beneath the tulip itself. It was not elaborated how or why the screws broke. The patient had an old monarch screw system in place and the posterior construct had fused. After placing the screws in, the surgeon verified the positioning only for them to be in the incorrect position. There was a surgical delay of 15 minutes. No adverse event reported. The patient status and procedure outcome are unknown. This complaint involves two (2) device.